Event description:
On 1/15/2024, it was reported by an arthrex employee via (B)(4) that when the btb tightrope, ar-1588btb, graft was going up, one of the semitendinosus sutures burst and only the gracil went up. Surgeon managed to get the button down, but it had already closed the chinese mesh, making it impossible to use it to finish the procedure. Another tightrope was used and the case was completed with no adverse effect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is misuse of the product caused by incorrect surgical technique. The complaint is confirmed based on the customer's attached pictures, which show the alleged damage to the device.